Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: during testing, the display was blank. The pump cover was opened and the display was observed to be cracked. A test screen was installed and displayed properly. The battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged blank display and damage to the battery compartment. This report is made based on results of investigation completed on 06/07/2016.